Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis found that there were two devices returned in a double resealable bag. Upon return, both devices were contaminated. The sample1 device had traces of contamination on the outer tube, while the sample2 device had traces of contamination on the outer tube and on the hubs. The inner assembly (in both devices) spun by hand with binding sound observed. Both devices were able to load into a handpiece, but they were unable to spin properly, they were wobbling. For further analysis, the inner assembly (in both devices) was pulled out of the outer assembly, and it was observed that the inner shaft was bent. The inner shaft in both devices was bent near the distal end of the inner hub and there were also deep striations near the bent area of the shaft. Both devices failed functional testing due to defective condition upon return and the inability to spin properly. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for functional endoscopic sinus surgery procedure with navigation, interior blade would not spin correctly, the procedure was delayed for 5 minutes and was completed by using the back up device. There was no patient impact.